Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 90% stenosed, circumflex artery the whisper ms guide met resistance during removal from the protective plastic coil and during the procedure the guide wire failed to cross the lesion. There was a non-clinically significant delay in the procedure time as the guide wire was difficult to remove from the anatomy after the failure to cross, but was eventually removed without reported issue. A non-abbott guide wire was used to complete the procedure. There was no reported adverse patient effect. No additional information was provided.

Event description:
It was also reported that after removal from the package, the tip of the wire was noted to be course.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire from the dispenser was unable to be confirmed. A bend was noted on the tip of the device which is likely what was perceived by the account as the irregular texture. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.